Manufacturer narrative:
A good faith effort attempt confirmed the patient was being monitored for respiratory distress and it was indicated the staff was aware of the patient's condition at all times. The patient was transferred to the pediatric ICU for further care. The logs were reviewed by a clinical application specialist, revealing a red alarm for desaturation was generated at the central station at 2252 and ended at 2257, which was not acknowledged/silenced. Prior to this time, there were yellow alarms for low spo2 and several inop technical alarms for spo2 noisy signal and sensor disconnect. It was also noted the alarm configuration included audible latching off and visual latching on; therefore, the device will only alarm audibly when the alarm parameters are exceeded but the audible alarm will stop if the alarm condition resolves. Visual red banners remain on the screen. The following functional tests were performed: the remote support engineer (rse) collected the audit log. The logs were reviewed by a clinical application specialist (cas), revealing a red alarm for desaturation was generated at the central station at 2252 and ended at 2257, which was not acknowledged/silenced. Prior to this time, there were yellow alarms for low spo2 and several inop technical alarms for spo2 noisy signal and sensor disconnect. It was also noted the alarm configuration included audible latching off and visual latching on; therefore, the device will only alarm audibly when the alarm parameters are exceeded but the audible alarm will stop if the alarm condition resolves. Visual red banners remain on the screen. The cas confirmed the device is working to its specifications. Results of functional testing indicate the device is working as intended. Based on the information available and the testing conducted, the cause of the reported problem was due to user knowledge. The reported problem was not confirmed. Analysis was performed and investigation has been completed. The engineers provided their analysis findings and confirmed the device was working to its specification and there is no device malfunction and the reported issue was due to user knowledge. The device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported an incident classified as a harm occurred with a neonatal patient. It was indicated the mx450 and pic ix potentially failed to generate a red desaturation alarm as staff were not alerted to the change in condition. Emergency resuscitation was performed with unknown outcome. No other clinical information or medical intervention was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#:(B)(6).